Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system continu-flo solution set disconnected. During a 300mg opdivo/100ml normal saline infusion, "the tubing fell out of the bag and the drug ran onto the floor". The set was "free hanging". There was no patient injury or medical intervention associated with this event. No additional information is available.